Event description:
Customer reported that the vial was leaking when using the vial mate. A unknown cubicin (B)(4) and a bag of baxter 0.9% nacl inj. Usp 100 ml mini-bag tm viaflex con was attached to the vial mate. This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "leak from the vial adapter" was not confirmed. Therefore, an assignable root cause could not be identified. A batch review could not be performed since a lot number was not provided. Baxter will continue to monitor similar reports to determine if further actions are required.